Event description:
It was reported that the left ventricular lead exhibited high thresholds. Fluoroscopy revealed that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.